Manufacturer narrative:
Upon investigation a new failure mode of insulation breach was discovered. Please see block g-4 for the updated awareness date. The product was returned and the failure mode was confirmed. During the inspection of the 10mm, 33cm monopolar handle it was confirmed, the insulation is compromised. Visible dings and scratches were seen throughout the shaft, also severe wear was seen at the handle lever. The 10mm, 33cm monopolar handle failed the insulation integrity test. The probable root cause could be mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.